Event description:
It was reported that resident was sitting on edge of bed, bed collapsed, nursing assistant attempted to lift resident off bed by herself and injured her lower back (back sprained). "Bed was inspected by facility, where it was noted only welded on one side of a bracket on frame piece". Ra was assured by mfg to get frame back to inspect and replacement order of a new frame was sent to facility. Facility will do work of putting it together per maintenance supervisor.